Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. No info is available regarding explantation/reimplantation surgery. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.